Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci deodenal-switch bariatric in (B)(6) 2006. Exact date of procedure was not provided. The legal document received alleges that the patient suffered the following injuries due to the da vinci surgery: patient did not have enough intestine (12 instead of 18-22), could not keep food down for 9 months and lost 135lbs.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received, a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient reportedly experienced post-surgical complications after undergoing a da vinci surgical procedure. (B)(4)